Manufacturer narrative:
The investigation was performed based on the initially provided information as neither the device log file or parts nor further information have been made available. Therefore, a detailed analysis of the case in question was not possible and the root cause for the reported symptom could not be determined. The apollo is equipped with an integrated volume and pressure monitoring. If set alarm limits are reached a corresponding alarm is posted. In case of a restricted ventilation, as reported, it can be assumed that corresponding alarms have been posted to inform the user about the situation.

Event description:
It was reported that the apollo stopped ventilating a patient and that manual ventilation was not possible. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.